Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed for ischemia post-operatively. The exact root cause cannot be determined. The likely cause was determined to have been excess tamping resulting in anchor deformation and embolization. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
A4: weight: 82.5kg. D6b: explanted date: explant date is unknown. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the patient was treated with intervention successfully and a 6fr angio-seal vip was used for closure. After being discharged, the patient developed a cold limb. The patient was brought back for surgical intervention. Surgeon claims there was no evidence of collagen deployed in the right femoral artery (rfa), however the footplate was retrieved. Additional information was received on 05mar2024: the patient was stable. Terumo medical received a user facility medwatch report # (B)(4) on 20march2024. The event description states: "post angio-seal's deployment, the patient was discharged home without issue. The patient later developed a cold leg and went to emergency department (ed). Patient ultimately required surgical intervention. There was no sign of collagen in the lumen of the right femoral artery. Any vascular access site had a potential for complication, however the two most common are hematoma from device failure or deploying collagen into the vessel lumen causing abrupt closure. This did not happen in either case. There is an enzymatic foot and suture deployed in the lumen and this appeared to be correct. Normally, they dissolve over a several week period. I am curious if something changed and manufacturing that may have introduced an unspecified thrombogenic agent. Because it is a formal complaint with terumo, we will receive follow-up."